Event description:
Photos of x rays received by (B)(4) identify that locking screw mechanisms failed, screws had worked dislodged. Photo of device indicates that the device/screws were removed at some point. A review of the DHR (device history record) revealed no manufacturing, processing or design related irregularities.